Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration was out at the 0 reading and the position of the control bar was not correct. The shaft bearings and sleeve bearings were replaced and the position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. G2:foreign: finland.

Event description:
It was reported that the skin grafts breaks easily and they are too thin compared with the thickness of the dermatome blade. There was no information communicated regarding the timing of the event, if there were any harm, injury, additional procedure, or if there were any delay in the procedure. Due diligence is complete. No additional information was available. No adverse event reported.